Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected low out of range right atrial (ra) pacing impedances of less than 200 ohms. The cause for the low ra pacing impedances was not determined. The decision was made to explant this ra lead. A new ra lead was implanted at a later date. No additional adverse patient effects were reported.